Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not connecting and device in disconnect mode. A technical support specialist (tss) dialed into the server and observed that it had been rebooted earlier by hospital information technology for a patch update. All services were checked and found to be started and communicating, after which the services were restarted and logs were reviewed, revealing multiple errors in the station data synchronization logs indicating a deadline exceeded error. The station data synchronized and maintenance services were restarted but the issue persisted. Connectivity tests showed that pinging the station from the server and vice versa timed out, while the server was reachable and all sites were accessible, although the device last uploaded. The application server was then restarted, after which the device returned to communication and the station began uploading and downloading data successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the devices were disconnected from the es server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.